Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating and it was stuck on medication screen. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer, unplugged and plugging the power cable the issue got resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) received an inbound call reporting that the device was not communicating and was stuck on the medication screen. The tss requested the nurse to reboot the device, after which the system successfully recovered. The tss then instructed the nurse to unplug and reconnect the power cable, which resolved the issue completely. Following this action, the nurses were able to dispense medication without any further problems. The tss advised monitoring the device for twenty-four hours and informed the nurse that the case would proceed toward closure if no additional issues were reported. After no further issues were observed during the monitoring period, the issue was confirmed as resolved and the case was moved forward for closure. The system functioned as intended after technical support specialist troubleshot the device.